Event description:
Renal dialysis pt on bath. Checked for lead levels. Water at dialysis center lead level <0.001. All remaining dialysate baths have been sampled on several occasions and tested consistently within acceptable limits. Numerous internal and external experts have been consulted, and efforts are ongoing to conclusively pinpoint the source of the lead contamination. A significant number of pts on the remaining baths were also randomly sampled. One of them had been on the bath in question for a two week period. And had an elevated level. The remaining pts tested within acceptable levels. One pt who had been on the bath in question expired before the elevated serum levels had been detected, so his serum levels are unknown. In reviewing his records, however, his physicians do not believe his expiration was in any way related to lead contamination. One add'l pt who had been on the bath in question had received inpatient dialysis during hospitalization for treatment of a perforated ulcer, and when sampled for serum lead, tested l5 mg/dl.

Event description:
This is the last pt #9. Pt is asymptomatic, tests for lead levels performed on all pts receiving bath dialysate. Water at facility center <0.001. All remaining dialysate baths have been sampled on several occasions and tested consistently within acceptable limits. Numerous internal and external experts have been consulted, and efforts are ongoing to conclusively pinpoint the source of the lead contamination. A significant number of pts of the remaining pts on the remaining baths were also randomly sampled. One of them had been on the bath in question for a two week period, and had an elevated level. The remaining pts tested within acceptable levels. One pt who had been on the bath in question expired before the elevated serum levels had been detected, so his serum levels are unknown. In reviewing his records, however, his physicians do not believe his expiration was in any was related to lead contamination. One add'l pt who had been on the bath in question had received inpatient dialysis during hospitalization for treatment of a perforated ulcer, and when sampled for serum lead, tested l5 mg/dl.

Event description:
Renal dialysis pt hospitalized 9/27 - 10/2/96 with new seizure disorder; low back and abdominal pains. 10/18/96 severe abdominal pain with tenderness. Dialysate with improvement of symptoms. Hospitalization for further potassium chloride supplementation. Developed progressive fatigue, weakness, and dyspnea. Transferred to intensive care. Lead level elevated. Remains hospitalized as of 10/30/96. Pt on bath dialysate. Water at facility checked <0.001 lead level. This is the second of 9 reports. All remaining dialysate baths have been sampled on several occasions and tested consistently within acceptable limits. Numerous internal and external experts have been consulted, and efforts are ongoing to conclusively pinpoint the source of the lead contamination. A significant number of pts on the remaining baths were also randomly sampled. One of them had been on the bath in question for a two week period, and had an elevated level. The remaining pts tested within acceptable levels. One pt who had been on the bath in question expired before the elevated serum levels had been detected, so his serum levels are unknown. In reviewing his records, however, his physicians do not believe his expiration was in any way related to lead contamination. One add'l pt who had been on the bath in question had received inpatient dialysis during hospitalization for treatment of a perforated ulcer, and when sampled for serum lead, tested l5 mg/dl.

Event description:
#3 of 9. Renal dialysis pt was hospitalized 2-3 days in 5/95 for abdominal pain with history diagnosis of diverticulosis and mild diverticulitis. Complaints continued at intermittent intervals. Pt also has hyperparathyroidism. (Pt h> 1000). Hosp 10/9/96 abd pain and other gi symptoms and hypokalemia, dialysate changed. Was on bath for dialysis. Facility <0.001 10/16/96 checked for lead levels elevated in blood. Discharged from hosp. All remaining dialysate baths have been sampled on several occasions and tested consistently within acceptable limits. Numerous internal and external experts have been consulted, and efforts are ongoing to conclusively pinpoint the source of the lead contamination. A significant number of pts of the remaining pts on the remaining baths were also randomly sampled. One of them had been on the bath in question for a two week period, and had an elevated level. The remaining pts tested within acceptable levels. One pt who had been on the bath in question expired before the elevated serum levels had been detected, so his serum levels are unknown. In reviewing his records, however, his physicians do not believe his expiration was in any way related to lead contamination. One add'l pt who had been on the bath in question had received inpatient dialysis during hospitalization for treatment of a perforated ulcer, and when sampled for serum lead, tested l5 mg/dl.

Event description:
This is the first of 9 reports concerning pts treated in the outpatient renal dialysis ctr, who have been identified as having elevated lead levels in their blood. All subsequent pt reports will be referenced to this pt identifier or as number 1. This pt was hospitalized 10/11/96 with generalized systemic conditions. During hospitalization he developed progressive muscle weakness necessitating transfer to ICU. He did not require ventilatory assistance. Blood sampling revealed elevated serum lead levels. He currently remains hospitalized, but is gradually improving. Investigation: as soon as the elevated serum lead levels were identified. The dialysis ctr sampled the h2o supply which rated at <0.001mg/dl; well within the acceptable limit. Further investigative efforts identified one particular acid bath as the most likely source of contamination, and it was immediately taken out of svc. All remaining dialysate baths have been sampled on several occasions and tested consistently within acceptable limits. Numerous internal and external experts have been consulted, and efforts are ongoing to conclusively pinpoint the source of the lead contamination. A significant number of pts of the remaining pts on the remaining baths were also randomly sampled. One of them had been on the bath in question for a two week period, and had an elevated level. The remaining pts tested within acceptable levels. One pt who had been on the bath in question expired before the elevated serum levels had been detected, so his serum levels are unknown. In reviewing his records, however, his physicians do not believe his expiration was in anyway related to lead contamination. One add'l pt who had been on the bath in question had received inpatient dialysis during hospitalization for treatment of a perforated ulcer, and when sampled for serum lead, tested l5 mg/dl.

Event description:
Pt is asymptomatic but lead levels checked on all pts on this dialysate mixture. Water at facility <0.001. All remaining dialysate baths have been sampled on several occasions and tested consistently within acceptable limits. Numerous internal and external experts have been consulted, and efforts are ongoing to conclusively pinpoint the source of the lead contamination. A significant number of pts of the remaining pts on the remaining baths were also randomly sampled. One of them had been on the bath in question for a two week period, and had an elevated level. The remaining pts tested within acceptable levels. One pt who had been on the bath in question expired before the elevated serum levels had been detected, so his serum levels are unknown. In reviewing his records, however, his physicians do not believe his expiration was in any way related to lead contamination. One add'l pt who had been on the bath in question had received inpatient dialysis during hospitalization for treatment of a perforated ulcer, and when sampled for serum lead, tested l5 mg/dl.

Event description:
This is the fifth renal dialysis pt began developing muscle weakness, fatigue, apthralgia, n/v, anorexia and abdominal pain in sept of 1996. Progressive weakness and abdominal pain. Placed on high doses of prednisone and again began having progressive improvement in symptoms. Discharged from hosp. There are a total of 9 pts on bath with elevated lead levels. Noted mid oct 1996. Pt placed on dialysate bath 9/11/96. Occupation precludes exposure to heavy chemicals. Tested for lead levels in 10/96. Etiology of lead exposure at this time unknown. Water tested at dialysis center <o.001. All remaining dialysate baths have been sampled on several occasions and tested consistently within acceptable limits. Numerous internal and external experts have been consulted, and efforts are ongoing to conclusively pinpoint the source of the lead contamination. A significant number of pts of the remaining pts on the remaining baths were also randomly sampled. One of them had been on the bath in question for a two week period, and had an elevated level. The remaining pts tested within acceptable levels. One pt who had been on the bath in question expired before the elevated serum levels had been detected, so his serum levels are unknown. In reviewing his records, however, his physicians do not believe his expiration was in any way related to lead contamination. One add'l pt who had been on the bath in question had received inpatient dialysis during hospitalization for treatment of a perforated ulcer, and when sampled for serum lead, tested l5 mg/dl.

Event description:
Renal dialysis pt on bath. Pt is asymptomatic but lead levels checked on all pts on this dialysate mixture. Water at dialysis ctr <0.001. All remaining dialysate baths have been sampled on several occasions and tested consistently within acceptable limits. Numerous internal and external experts have been consulted, and efforts are ongoing to conclusively pinpoint the source of the lead contamination. A significant number of pts of the remaining pts on the remaining baths were also randomly sampled. One of them had been on the bath in question for a two week period, and had an elevated level. The remaining pts tested within acceptable levels. One pt who had been on the bath in question expired before the elevated serum levels had been detected, so his serum levels are unknown. In reviewing his records, however, his physicians do not believe his expiration was in any way related to lead contamination. One add'l pt who had been on the bath in question had received inpatient dialysis during hospitalization for treatment of a perforated ulcer, and when sampled for serum lead, tested l5 mg/dl.

Event description:
This is the fourth renal dialysis pt. Intermittently complained of or was hospitalized for abdominal pain beginning 8/96. (ER visits and hospitalized 9/4/96; 9/7/96; 9/9/96) 10/3/96. Checked for gi & gu problems and both of which were negative, also had psychiatric eval and treatment began. Low back pain and weakness in lower back and thighs began mid oct 1996. Hospitalized 10/18/96 due to progressive weakness; inability to ambulate, nausea/vomiting and volume depletion. On 10/16/96 checked for lead level (elevated). Remains hospitalized as of 10/30/96. Pt on bath. Water checked at facility <10001. All remaining dialysate baths have been sampled on several occasions and tested consistently within acceptable limits. Numerous internal and external experts have been consulted, and efforts are ongoing to conclusively pinpoint the source of the lead contamination. A significant number of pts of the remaining pts on the remaining baths were also randomly sampled. One of them had been on the bath in question for a two week period, and had an elevated level. The remaining pts tested within acceptable levels. One pt who had been on the bath in question expired before the elevated serum levels had been detected, so his serum levels are unknown. In reviewing his records, however, his physicians do not believe his expiration was in any way related to lead contamination. One add'l pt who had been on the bath in question had received inpatient dialysis during hospitalization for treatment of a perforated ulcer, and when sampled for serum lead, tested l5 mg/dl.